Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient that underwent a da vinci si hysterectomy procedure on (B)(6) 2012. The legal document alleges that the patient sustained a thermal burn to the bladder.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the operative complication experienced by the patient. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleges that the patient sustained a thermal burn to the bladder. However, at this time, the cause of the patient's injury is unknown.